Event description:
It was reported that the data file of arctic sun device showing a failed mixing pump. The complainant provided part number and price to biomed. They were currently deciding on either the 2k hour service package or replacing the part onsite. Per follow up on 18may2021, technical support stated that it was user error. There was no patient involved and no issue with the unit.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the data file of arctic sun device showing a failed mixing pump. The complainant provided part number and price to biomed. They were currently deciding on either the 2k hour service package or replacing the part onsite.